Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that sometime last week, the patient noticed that they don't feel their stimulation while they are standing up or lying on their side. The patient said they noticed they only feel their stimulation while they sit in their office chair and lean back (arching their back). The patient said their stimulation settings are high. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. It was reported the patient's doctor stated they needed their battery replaced. The patient's stimulator battery was replaced on (B)(6) 2021 with a different manufacturer's product. The issue was resolved.